Manufacturer narrative:
The customer was following the cuvette washer cleaning instructions provided by the customer support specialist. These instructions are not specified in the abbott system operations manual. Per the architect system operations manual, monthly procedure 6018 clean cuvette washer should be done to ensure the nozzles are clean clear of debris to facilitate optimal operation. The nozzle cleaning wire is the material utilized to complete this procedure. Section 7, operations and precautions states: perform maintenance procedures as recommended in section 9, service and maintenance and do not attempt any maintenance or repairs that are not specified in documentation provided by abbott laboratories. A review of the architect c802106 service history identified no contributing factors on or around the date of the complaint or any additional tickets related to exposure to potentially hazardous substances. There have been no subsequent contacts from the customer regarding a splashing incident or exposure. A review for similar complaints since june 2011 identified no additional complaints related to an occurrence of a splashing/spraying exposure from cleaning the cuvette washer nozzles. A review of the architect product monitoring review found no similar issues of an exposure caused by the cuvette washer. Furthermore, no adverse trend for tickets with replacement of the cuvette washer was identified (B)(6) 2016 to (B)(6) 2017 reporting period. The architect system operations manual addresses safety awareness where hazards may exist; and provides information regarding biological and chemical safety hazards that includes wearing personal protective equipment (ppe) for materials that contain or are suspected of containing infectious agents, which includes wearing gloves, lab coats, and protective eye wear. Based on the information within the complaint, the operator was following instructions that were not specified in the architect system operations manual. In addition, the operator was not wearing proper ppe when cleaning the cuvette washer. Taken together, no deficiency of the cuvette washer or the architect c8000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
An operator was splashed in the face with a diluted alkaline solution when trying to unclog the cuvette washer on the architect c8000 analyzer. The solution contained half a liter of water with 20 ml of alkaline wash solution. When the operator moved the syringe, the tip came out and splashed the operator's face and part of her eye. The operator was not wearing protective glasses. The operator washed with a lot of water and received gotabiotic, refresh tears and acrylarm to apply for 1 week. The operator is in good shape now and her eye does not bother her.